Manufacturer narrative:
Upon following up with the customer later in the day ((B)(6) 2017), the customer reported the bg level to be at 166 mg/dl. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 247 mg/dl and the cause was not known. A pump system check showed no device issues. The cannula was removed and no damage was observed. The customer changed the cartridge and infusion set. A correction bolus was delivered to address the bg. The customer also decided to deliver insulin via a humalog pen to correct for the high bg. The bg level dropped to 59 mg/dl. The customer reported to have possibly delivered too much insulin via the pen. Juice was consumed to address the bg level. Tandem technical support advised the customer to discuss the event with a healthcare provider.